Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a routine follow-up, in situ measurements showed affected channels. It is unknown if hearing performance with the device is affected. No trauma or illness was reported.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
At a routine follow-up in situ measurements showed affected channels. It is unknown if hearing performance with the device is affected, as the caregiver did not notice any change in responsiveness. No trauma or illness was reported. There was bilateral benefit with the devices following activation. The recipient was re-implanted on this side on (B)(6) 2018.